Event description:
It was reported, from (B)(6), that while the patient was in the intensive care unit multiple electrical alarm messages occurred, the driveline contacts were checked with no contamination or damage discernible. Electrical alarms occurred again and the controller was exchanged by the ventricular assist device (vad) coordinator. The electrical interference does not seem to have had any impact on the health of the patient. The pump remains implanted. It was reported that the controller will be returned; however, it has not been received for evaluation as of the date of transmission of this report.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device listed in this report is used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. The pump remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump was not returned as it remains implanted. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Thorough external visual inspection of the controller revealed contamination of the driveline port on the controller. The reported event was confirmed via review of the controller log files, which revealed multiple "electrical fault" alarms on the date of the reported event. The controller passed functional testing. The confirmed contamination is related to the reported electrical fault alarms. Possible root causes are migration of contamination down the driveline, contamination ingressed through the tunneling cap during tunneling, or contamination induced due to handling in the clinical environment. An internal investigation has been open to evaluate these types of issues. No additional information will be forthcoming.